Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that cables from the motor protection switch (mps) to the contactor of the aquabplus reverse osmosis (ro) system were burnt in stage 1. Additional information was obtained during follow-up. The biomed confirmed there was no other thermal damage found inside the system. There was no observed burning smell, smoke, spark, flame, or arcing. The biomed stated that the reported thermal damage was identified during machine repair after a fuse in aquab2 had blown during testing. There were no alarms associated with either issue. The biomed confirmed that the overload switch had not tripped. There were no local power grid issues on or around the reported event date. The system is also plugged into its own breaker. The biomed stated that the blown fuse was replaced. Replacement mps and cables ((B)(6)) were ordered and are pending arrival. The system remains in service. The wires were wrapped in electrical tape until the replacement parts arrive and can be installed. The biomed confirmed there was no patient involvement nor personal harm to anyone as a result of the reported issue.

Manufacturer narrative:
Plant investigation: based on the investigation results, the reported event can be confirmed by the provided photographs. Damaged/discolored wires were identified on the motor protection switch (mps). The cause of the reported thermal damage is a bad electrical contact/loose wire at the motor protection switch. Pump p1 will run only with two line conductors resulting in higher current and higher thermal energy. In consequence the motor protection switch could trip and the pump p1 is not able to run anymore and the device is switched off. The mentioned thermal energy also caused the discoloration and overheating of the wiring and blade receptacles. This device was equipped with an inadequate design of wiring that included a blade receptacle at the motor protection switch. A new improved design was released as CAPA corrective action. The device was built before this improved design was released. Replacement motor protection switch and wiring were ordered to solve the issue. Whether the parts were replaced is unknown. The manufacturer recommends replacing the motor protection switch at both stages along with the associated wiring to avoid further problems. As this issue is a known failure, review of the service history or device history record (DHR) is not required.

Manufacturer narrative:
Correction: d1 (brand name), d4 (catalog number).

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that cables from the motor protection switch (mps) to the contactor of the aquabplus reverse osmosis (ro) system were burnt in stage 1. Additional information was obtained during follow-up. The biomed confirmed there was no other thermal damage found inside the system. There was no observed burning smell, smoke, spark, flame, or arcing. The biomed stated that the reported thermal damage was identified during machine repair after a fuse in aquab2 had blown during testing. There were no alarms associated with either issue. The biomed confirmed that the overload switch had not tripped. There were no local power grid issues on or around the reported event date. The system is also plugged into its own breaker. The biomed stated that the blown fuse was replaced. Replacement mps and cables (m11008073et) were ordered and are pending arrival. The system remains in service. The wires were wrapped in electrical tape until the replacement parts arrive and can be installed. The biomed confirmed there was no patient involvement nor personal harm to anyone as a result of the reported issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that cables from the motor protection switch (mps) to the contactor of the aquabplus reverse osmosis (ro) system were burnt in stage 1. Additional information was obtained during follow-up. The biomed confirmed there was no other thermal damage found inside the system. There was no observed burning smell, smoke, spark, flame, or arcing. The biomed stated that the reported thermal damage was identified during machine repair after a fuse in aquab2 had blown during testing. There were no alarms associated with either issue. The biomed confirmed that the overload switch had not tripped. There were no local power grid issues on or around the reported event date. The system is also plugged into its own breaker. The biomed stated that the blown fuse was replaced. Replacement mps and cables (m11008073et) were ordered and are pending arrival. The system remains in service. The wires were wrapped in electrical tape until the replacement parts arrive and can be installed. The biomed confirmed there was no patient involvement nor personal harm to anyone as a result of the reported issue.